Event description:
It was reported by the customer that "I have had two more leaking hubers in the same place this week." No other information was provided. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the needle housing was unconfirmed as the alleged issue could not be reproduced. The product returned for evaluation was a 20 g x 1¿ w/y-site powerloc max infusion set. Blood residue was seen within the tubing and needle housing, indicating use. None of these residue traces indicated a pathway for fluid to the exterior of the needle housing. The sample was functionally tested for leakage by forceful infusion with a laboratory syringe and water combination, and the device did not exhibit leakage through the system. The reported complaint issue will be included as part of ongoing trending and monitoring for potentially similar events.

Event description:
It was reported by the customer that "I have had two more leaking hubers in the same place this week." No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "I have had two more leaking hubers in the same place this week." No other information was provided. This report addresses the first device.